Manufacturer narrative:
The device history record (DHR) for lot 2400114564 was reviewed and no anomalies related to the reported issue were observed. Prior to a lot¿s release, the lot must be deemed acceptable by-passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. One used device was provided for evaluation without the original packaging. The device had signs of possible manipulation including a non-standard tube length. As a result, we were unable to conduct thorough testing to confirm the reported issue or verify that the product was catalog number 762010e. As such, a root cause could not be determined at this time. We will continue to monitor related reports to determine if additional actions are necessary.

Manufacturer narrative:
An investigation is currently underway. Upon completion the results will be forwarded.

Event description:
The customer reported there was a piece that broke off and there was also additional rigidity to one of the pieces on the tube that seemed to be abnormal. Per additional information provided by the reporter, the product issues were discovered on (B)(6) 2025 when the patient went into the office for removal. Removal was attempted but was unsuccessful, requiring egd (esophagogastroduodenoscopy) procedure. Both the tube and internal bumper had additional rigidity. The internal bumper popped/broke off the tubing resulting in a foreign body that was noted during the egd for removal. Removal of the foreign body was performed on (B)(6) 2025 by (B)(6) via gastroscope. The patient experienced post procedure pain requiring an ER visit and two-day hospital admission related to pneumoperitoneum. Medical treatment included pain control, IV antibiotics, and repeat scans to monitor pneumoperitoneum.